Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: the safety was very difficult to disengage in order to fire the eea. After releasing the safety with excessive force, the device was fired without any problems. When examining the anastomosis, the surgeon determined that the staple line was incomplete. The surgeon excised the anastomosis and created a new one. There was unanticipated tissue loss. There was no blood loss of 500cc or more. There was an extension of operating time over 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).